Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (10 mg/ml at 4.621 mg/day) and fentanyl (2000 mcg/ml at 924.2 mcg/day) via implantable pump. It was reported that an 8476 (motor stall) code was confirmed via the personal therapy manager (ptm). The patient had a magnetic resonance imaging (MRI) about 2 weeks ago and the pump was not interrogated post MRI. The pump was refilled yesterday but nothing was done about the motor stall. The patient does not have a current pump physician as the patient has just moved, and they are also in hospice. The patient called the clinic again today and they cannot get an appointment until friday ((B)(6) 2020). Technical services troubleshooted with the hcp reviewing information regarding the motor stall and other relevant info. The issue was not resolved through troubleshooting. The hcp will confer with the patient. No symptoms were reported.